Manufacturer narrative:
S/w version 4.11d. Retainer ring missing. Case type ngp. Customer returned pump for alleged cosmetic damage located at the retainer ring and that reservoir unable to lock into place when inserted to pump found on 18-may-2023. Pump received with broken/missing retainer ring. Unable to perform displacement test and lock a test p-cap into the reservoir compartment due to broken/missing retainer ring. The following were noted during visual inspection: overlay scratched, cracked case, scratched lcd window (minor scratches), cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, battery tube threads cracked, cracked case (battery tube), cracked case-corner of belt clip rails, broken reservoir tube lip, missing o-ring (reservoir tube) and detached retainer. Cosmetic damage confirmed at retainer ring. Reservoir unable to lock into place confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer facing an issue with reservoir unable to lock on place when inserted to pump. Customer also states that the retainer ring dislocated from it's place. No harm requiring medical intervention was reported. Troubleshooting was not performed. The customer was advised to discontinue the usage of the pump and revert to health care professional¿s plan. The insulin pump will be returned for analysis.